Event description:
Device malfunction: none. Symptoms/ae: leg pain. Time of symptoms/ae: after vessel closure procedure. It was reported that the patient is experiencing sporadic leg pain after an unspecified procedure using a starclose device, that was completed in 2008. The physician visually reviewed the study and examined the patient on the same day, but was unable to determine the cause of the leg pain. Though requested, no other information was provided.

Manufacturer narrative:
The clip remains in the patient. The device clip applier was not returned for evaluation. The lot number was not identified; therefore a device history record review could not be performed.